Event description:
It was reported that the patient had surgery because they ¿had to lower the catheter¿. The patient also reportedly had the feeling of overdose ¿in between time¿. It caused him to sleep ¿like¿ for three days. The pump was infusing lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).